Event description:
Device 1 of 3: MFR reference report: 1627487-2019-00309, and 1627487-2019-00310. It was reported that the patient was experiencing shocking sensations. Patient reported having a fall previous to the issue. The system was explanted on (B)(6) 2018.